Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering. Customer's blood glucose was 20 mmol/l at the time of event. Customer had treated high blood glucose with manual injection. Customer reported nausea, tired and thirsty as symptoms of high blood glucose. Customer was assisted with troubleshooting. Customer found out infusion set was crooked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.